Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. There was no rf head connection with programmer. The programmer failed multiple telemetry related electrical tests. There was a printed circuit board subassembly failure. The root cause could not be determined.

Event description:
It was reported there was a loss of programmer rf head connection with all devices. The programmer head was replaced and the problem persisted. The programmer was returned for service. No patient complications were reported as a result of this event.